Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that patient had bilateral lasik procedure on (B)(6) 2021 and presented at 1 day post op with stage 2 diffuse lamellar keratitis (dlk) in both eyes. On (B)(6) 2021 dlk in both eyes and vision in right eye was 20/20-1 and in left eye was 20/20-2 . Unable to lift and irrigate flaps on (B)(6) 2021 - dlk in stage IV. Patient was givenoral prednisone on (B)(6) 2021 and zymaxid and pred forte. Patient then was switched to durezol on (B)(6) 2021. Patient denied immune conditions or extreme immune responses. On (B)(6) 2021 there was no dlk. Patient was seen also on (B)(6) 2021 and there was no dlk and vision in right eye 20/25-2 and in left eye 20/80.

Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is (B)(6)2007. Additional information: h3 - device evaluated by manufacturer? Yes. H6 type of investigation codes 3331, 4110 and 4109. H6 investigation findings - code 213. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.